Manufacturer narrative:
Product investigation summary: this complaint is confirmed as the tip has sheared off of the returned drill bit. The sheared off fragment was not returned for evaluation. The break is jagged and the fragment generated would be approximately 10mm. Whether this complaint can be replicated is not applicable as the device is already broken. A visual inspection under 5x magnification, a device history record (DHR) review, and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. No new, unique, or different patient harms were identified as a result of this evaluation. The returned drill bit is part of the tfna system and is used to prepare a path for the full length of the shaft of the head element. This drill bit should only be used only after the cortex has been opened using the 10mm tapered drill bit, per technique guide. The relevant drawing was reviewed during this evaluation with no product design issues or discrepancies observed. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. The manufacturer is unable to determine a definitive root cause; however, the complaint condition was most likely caused by using the drill to break the cortex or application of off angle force, possibly against a guidewire, leading to the tip fracture. It is not likely that the design of the instrument contributed to this complaint. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Subject device has been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a right femur fracture surgery on (B)(6) 2016, that the tip of the drill bit broke off and fell into the patient. The surgeon tried to retrieve the fragment, but he was unable to do so. The fragment was left inside the patient. The fragment was approximately 6mm by 9mm. There was about a 5 minute delay in surgery, while trying to retrieve the fragment. This was an initial surgery. The procedure was completed successfully with no medical intervention. The patient's post-operative status was noted to be stable. This complaint has 1 device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). A device history record review was performed for the subject device lot f-19292. Manufacturing location: synthes (B)(4); supplier: (B)(4). Date of manufacture: may 20, 2016. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.